Event description:
The manufacturer received information alleging a ventilator's blower was not working properly. There was no harm or injury reported. The device has not yet been evaluated at a third party service center. A follow-up report will be filed when evaluation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's blower was not working properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's active exhalation control module and power management board were replaced to address the issues. The active exhalation control module had evidence of physical damage.